Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
Hello, we recently had an intracath failure where that catheter broke off while placed in a patient. I was wondering if you have had any defects reported with your 22g x8" intracaths (ref#384902). I would appreciate the opportunity to discuss this with a quality assurance representative. Email is the best method of contact. Additional information received indicating remaining portion migrated to the patient's lung tissue. Transferred patient to another facility. Unsure of outcome at this point. A new intracath was not placed. Lot number: 11552911 (packaging not available at time of incident but this is the only lot number we have currently in the hospital.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. According to the customer, there was no sample available for review. Additionally, there has been no visual evidence provided to support the alleged reported issue. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. There have been no other complaints found to be related to this lot number.